Manufacturer narrative:
(B)(4) the serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton/tray. Upon return, the original packaging tray was immediately noted with damage to the "arrow" packaging sticker. The iabc bladder was noted reinserted within the packaging retention sleeve. The exposed portion of the bladder was noted fully un-wrapped. The one-way valve was tethered to the short driveline tubing. The stylet was noted fully inserted within the iabc central lumen. Spots of dried blood were noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The original packaging tray was noted with damage to the "arrow" packaging sticker. The arrow sticker was noted cut/ripped. This packaging sticker is not to be removed. This condition indicate a potential that the catheter was not prepped per the in-structions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states:"1. Connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. 2. Remove catheter from tray, keeping it in line with balloon membrane. 3. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute accor ding to quality system document. The on-way valve was connected to the short driveline tubing, and a negative vacuum was pulled on the returned iabc. While maintaining the vacuum, the iabc bladder was removed from the packaging retention sleeve without any difficulty. Upon removal, the distal end of the bladder was noted slightly stretched. No other damage or abnormalities were noted to the bladder. The stylet was removed from the iabc central lumen without any difficulty. The iabc central lumen was noted fully intact with no damage or abnormalities noted. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormal-ities or debris were noted. The iabc was leak tested in accordance with testing methods from manu-facturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab tight over guidewire is not confirmed. During the investigation, no kinks, bends or damage were identified on the intra-aortic balloon catheter (iabc). The guidewire was able to advance through the central lumen without any difficulty. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Unrelated to the reported complaint, the original packaging tray was noted with damage to the "arrow" packaging sticker. This indicates the user did not follow the in-structions for use (IFU) and could result in damage to the device. As a result, an in-service for the customer is requested to reiterate the appropriate method for iab prep/removal from its packaging.

Event description:
It was reported that "iabc entered the aorta arch, but during blood aspiration, there was no backflow, as if it was obstructed. When the wire was inserted, it turned out there was indeed a problem with the ballon, making it difficult for the wire to pass through". Additional information states that the iab catheter was removed and replaced. The second iab catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "iabc entered the aorta arch, but during blood aspiration, there was no backflow, as if it was obstructed. When the wire was inserted, it turned out there was indeed a problem with the ballon, making it difficult for the wire to pass through". Additional information states that the iab catheter was removed and replaced. The second iab catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".